Manufacturer narrative:
The reported event was confirmed. A service technician evaluated the device and found that the trigger would catch. When pulled in at the same time as the safety bar, the device exhibited run-on. The device was repaired and returned to the customer.

Event description:
It was reported that during a procedure at the user facility after the trigger was released, the device was experiencing run-on. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that during a procedure at the user facility after the trigger was released the device was experiencing run-on. No delay, no medical intervention and no adverse consequences were reported with this event.